Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was evaluated by a third party field service engineer for evaluation and the customer¿s complaint was confirmed. The device's system board and oxygen blending module cable of the system board needs to be replaced to address the issue.